Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin. The needle was set sideways towards the back and customer suspects that he was lying on it.